Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. A manufacturing defect was not identified. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 10 years, 8 months due to severe stenosis. A 29mm transcatheter valve was implanted satisfactorily. All 3 leaflets of the valve were moving satisfactorily and the patient remained hemodynamically stable at the completion of the procedure. Patient post tmvr became hypotensive and had a code arrest tee revealed obstructive large thrombus burden in the left atrium protruding through the mitral valve. The large thrombus obstructing mitral inflow which appeared to arise from the septal side of the surgical valve was ultimately aspirated in the hybrid room and appeared to be made up of both red and white thrombus. The patient's hemodynamics improved over but decompensated when atrial thrombus again propagated obstructing flow. The patient subsequently expired. The physician suspected that the nidus of thrombus was present after valve deployment related either to chronic thrombus on the failed 15 year old pericardial mitral valve or the valve deployment fractured the chronic la thrombus and provided a nidus once the act fell. The patient was a (B)(6) male with a history of CABG, frailty, aortic stenosis, and aortic insufficiency.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.